Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system shut down during the phacoemulsification phase of a cataract extraction procedure. The system indicated by a system message that the infusion bottle was empty. The case was completed on the same day after replacing the handpiece and the cassette pak. The procedure was longer than expected. There was no impact to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).